Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a large volume folfusor ruptured. The reporter stated this occurred after approximately 15 minutes of infusion. The device had been filled with 7 grams fortum in 100ml of unspecified physiological serum. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured 09/02/2015 ¿ 09/03/2015. The device was received for evaluation. A visual inspection was performed and found a ruptured bladder. The ruptured bladder was microscopically examined and no signs of abnormalities were found near the rupture line, stressmember, or plug. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.